Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The device was successfully verified prior and after the day of event. Most recent onsite visit from field service engineer, field service engineer performed and signed service installation record. System meets specification as per service installation record. No associated service visit for the reported event could be identified. The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The energy was stable during this period. The reported treatment could be identified in the logfile. The treatment of the patient's right eye was finished successfully without any issue. No relevant deviation between planned and performed energy is detectable for the reported treatment. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. No complaint-related product is expected to return for investigation. Typically, diffuse lamellar keratitis is not directly attributable to the device. Contributing factors of diffuse lamellar keratitis could be sterilization of instruments, surgical techniques as well as pre and post-operative medications. No device related issues were identified based on the provided data. Therefore, the case is coded as "inconclusive - no problem found". The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the patient experienced diffuse lamellar keratitis in a right eye after refractive surgery. The patient¿s symptoms subsequently improved. The procedures were performed by two experienced surgeons. The hospital confirmed that there have been no recent changes in postoperative medication practices, and no changes to surgical instruments. There are multiple related reports for this facility. This report addresses the patient initial (B)(6) in the right eye and other manufacturer reports will be filed.